Event description:
A malfunction on the pump was reported, identified by a malfunction code malf 12. Cts provided assistance to the caller to reset the pump, but the issue recurred after resetting it. There was no adverse impact to the customer's blood glucose level. The pump was out of warranty, and cts arranged for a replacement pump and coordinated with the customer on obtaining an out-of-warranty loaner pump, the customer will use multiple daily injections (mdi) as a backup.